Manufacturer narrative:
Device evaluated by MFR: p select ous mr 38 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 4th strut row distally from the proximal end of the stent were lifted and pulled proximally. The undamaged stent was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 15-sep-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90%, 36mm x 4.0mm eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified right coronary artery. A 38 x 4.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable. However, returned device analysis revealed stent damage.